Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address osteolysis and pain. Brownish-grayish tissue was removed from joint. Backside wear of metal liner was reported.